Manufacturer narrative:
(B)(4). The biomedical engineer evaluated the customer¿s device and verified the reported issue. The customer replaced the defibrillation therapy cable assembly and observed proper device operation through functional and performance testing. The device will be returned to use. The device and removed defibrillation therapy cable assembly were not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that during testing, their device was unable to detect the connection to a simulated patient load. The customer advised that the device prompted them to ¿connect electrodes¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.